Event description:
It was reported that post a vena cava filter placement procedure, a possible filter migration occurred. The patient presented for a non filter related issue. A CT scan revealed that a previously placed filter was located in the renal vein. The physician assumed that the filter had migrated. The filter had been placed at another facility. The reporting facility was unable to provide us with any information regarding the implant facility or the implant location and date. It was the opinion of the physician that the filter was "still effective", therefore, the decision was made to leave the filter in its' current location with no intervention. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)